Event description:
The customer reported that the system intermittently would not fluoro. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys, flashed the memory nodes and reloaded software. The sys operates as intended.